Event description:
A trulight alc+ ceiling mounted light head and spring arm became detached from the central axis (horizontal top arm) and fell. The hospital technician was moving the light into position when the light head and spring arm fell. The hospital technician was struck by the light head in the head. The light head then fell to the floor. No patient injury was reported. The hospital technician reported a bump on the head and headache. Note the surgery in progress was on the patient's hand and not an "open" case.

Manufacturer narrative:
The point of detachment is secured by a snap ring. The snap ring was not located upon the arrival of the trumpf technician that day (room had been cleaned). Trumpf medical systems, inc. Installed the equipment at the user facility. Trumpf technician inspected similar devices at this user facility and determined that the required hardware was properly installed on those devices at the time of inspection. The device was installed approximately 2 weeks prior to the failure. Device is designed such that in the absence of the snap ring the arm should not be able to fall unless a user is moving the light to its highest position (removing the weight from the end of the spring arm). Therefore, if a snap ring is not present or should become dislodged, the device would not be expected to fall unless a user is holding onto it. Investigation indicates that most likely cause was that the snap ring was not installed during assembly of the product.